Event description:
Customer reported a bend in the sensor needle after insertion. Customer's blood glucose reading was 184 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: reliability analysis not required due to the complaint related to enlite serter.